Event description:
The patient experienced an overstimulation sensation when the device was turned off. She felt a high level of stimulation the last 3 times she recharged. The first time it occurred she was about ½ way charged and the other 2 times the charge level was pretty low when she started charging. The stimulation was off prior to starting all 3 charging sessions. She turns the stimulation off using the patient programmer and then puts the recharger belt on and starts the charge session. The high stimulation sensation went away in about 2-3 minutes but not completely. It felt like a heavy shocking feeling, like you¿re getting an electrical shock, that went down her leg into her toes. Her husband helps her do the charging because it was hard for her to see and reach back there. Due to that she was not sure if the stimulation was really turned off using the recharger before the charge sessions. The ins has gradually slipped down since implant. Overstimulation was not experienced with positional changes. Palpation was negative for creating any changes in stimulation. The overstimulation was felt all over her body down to her toes and was very intense at the ins site, burning sensation at the ins. Her usual stimulation area was from her waistline down to her legs. She usually does not feel stimulation in her feet or toes. The stimulation coverage does not cover her knee area as much as it used to. The recharge statistics showed: (B)(6), 0.9, 100%; (B)(6), 0.8, 100%; (B)(6), 1.9, 100%; (B)(6), 4.2, 100%; (B)(6), 2.5, 100%; (B)(6), 2.5, 100%. When she was in the clinic she started recharging with no complaints or overstimulation. The company representative confirmed that impedance test was done and all appeared good. The patient was instructed to turn the stimulation off when recharging and to report back if issues still occur. They have not heard back from the patient yet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 37744, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger. (B)(4).